Event description:
The information received from the affiliate states that states during the index procedure, when the physician deflated the balloon, he found the blood returned into the inflation device, so he suspected that the powerflexpro balloon (4400512x / lot 15561604) had burst. The patient is a (B)(6) male. The target lesion location was the superficial femoral artery (sfa) (side unknown). The vessel was described as moderately calcified, non tortuous, 60-70% stenosis. Contralateral access was used. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. There was no difficulty tracking the balloon over the aortic arch through a long sheath, to get to the lesion or crossing the lesion with the balloon. The balloon was inflated to 14 atmospheres. Blood returned into the indeflator when the balloon was deflated, hence indicating a leak/burst. Angioplasty was successful. Balloon did not burst catastrophically. After withdrawing the balloon from the patient, it was inflated again to demonstrate that there was indeed a pinhole leak in the distal third of the balloon. The brand of contrast used to inflate the balloon is unknown and the contrast to saline ratio is unknown, but was described as standard. Post angioplasty it was noted that there was thrombus in the posterior tibial artery, the physician indicated that this was chronic thrombus and not acute. As per the physician, there was no indication of dissection. Thrombolytic therapy was started intra-arterially and follow up angio later that day indicated this was effective in breaking down the thrombus in the posterior tibial artery. Follow up with the patient showed he was doing fine.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The information received from the affiliate states that states during the index procedure, when the physician deflated the balloon, he found blood returned into the inflation device, so he suspected that the powerflexpro balloon ((B)(4)/ lot 15561604) had burst. The patient is a (B)(6) male. The target lesion location was the superficial femoral artery (sfa) (side unknown). The vessel was described as moderately calcified, non tortuous and 60-70% stenosed. Contralateral access was used. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. There was no difficulty tracking the balloon over the aortic arch through a long sheath, to get to the lesion or crossing the lesion with the balloon. The balloon was inflated to14 atmospheres. Blood returned into the indeflator when the balloon was deflated, hence indicating a leak/burst. Angioplasty was successful. After withdrawing the balloon from the patient, it was inflated again to demonstrate that there was indeed a pinhole leak in the distal third of the balloon. The brand of contrast used to inflate the balloon is unknown and the contrast to saline ratio is unknown, but was described as standard. Post angioplasty it was noted that there was thrombus in the posterior tibial artery, the physician indicated that this was chronic thrombus and not acute. As per the physician, there was no indication of dissection. Thrombolytic therapy was started intra-arterially and follow up angio later that day indicated this was effective in breaking down the thrombus in the posterior tibial artery. Follow up with the patient showed he was doing fine. There was no report of patient injury and the device was returned for analysis. One non sterile catheter powerflexpro 5mm12cm 135 was received coiled inside a plastic bag. There were blood residues observed in the catheter. No other anomalies were noted in the device. A leak test was performed and a pin hole was found near the mid section of the balloon. Sem analysis results showed that the balloon external surface exhibited evidence of abrasion; internal surface showed no anomalies. This balloon pin hole exhibited no other surface anomalies that could have caused the failure. Proximal marker band showed no anomalies. A review of the manufacturing documentation associated with this lot presented no issues that could be related to the complaint. The reported customer complaint of balloon burst was confirmed through failure analysis. Review of the analysis and the reported information suggests that lesion characteristics (moderate calcification) may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action will be taken. The balloon/ burst-at/below rbp reported by the customer was confirmed; however the exact cause of the balloon burst failure could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.